Manufacturer narrative:
The hill-rom technician found CPR valve was bad. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the CPR valve to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section would not lower when CPR lever was used. The bed was located on the fourth floor at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).